Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication orders were not showing up. A technical support specialist (tss) reviewed the reported concern and additional information regarding missing order communications between the resource and patient management system and the pyxis system. The tss verified visit and order details, confirmed that discontinue messages were received, and found no processing errors, despite some orders lacking completion timestamps. No issues were identified during the overall assessment. After discussing the findings, the customer indicated plans to follow up with the resource and patient management system team, as the issue appeared to be related to message loss when multiple messages were sent simultaneously. The customer confirmed that no further assistance was required and agreed to close the case. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, medications orders was not shown up. User reported issue with medication orders not displaying in pyxis for patient pulls. This occurred with the profiled stations, including the ed and inpatient wards. The issue seemed random; while most orders crossed successfully from rpms to pyxis, there were instances where some orders did not transfer to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.